Event description:
Baxter (B)(6) reported on a transfer set in which the pt connector separated from the catheter during pt use. The set was replaced by the pt's physician. No pt injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).